Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient reported multiple out of regulation (oor) messages on the programmer. There were no known external factors contributing to the event. Troubleshooting included checking impedances and slightly changing the stimulation parameters. No medical symptoms were reported. The event was not resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The physician did not directly download device data when the patient was in the clinic, but performed a regular programming session, and downloaded it a day after the day of the initial report, so information at the time of the oor messages were not available. There were no more oor messages since that time. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The impedances were okay and in normal range. No additional ors were observed and no actions were planned. The patient lost effect and had return of symptoms.